Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. Lead revision is planned.

Manufacturer narrative:
Please retract this MDR 2938836-2013-02109 as it was previously reported under 2017865-2009-00301.